Event description:
It was reported by the physician's office, during follow-up high impedance was found. The nurse reported the impedance values since date of implant increased. The high impedance observed was just over normal impedance. The patient was referred for x-rays but have not been sent in for review. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for sentiva generator compared to those reported by previous generator models. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. This event of high impedance may be related to this firmware change, but this has not been confirmed to date. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Additional information was received from the phd noting the change in impedance history from normal to high and back to normal. No additional relevant information has been received to date.

Manufacturer narrative:
Conclusion - correction - inadvertently coded the wrong conclusion in the initial MDR. Remedial action - correction - inadvertently did not check the remedial action taken in the initial MDR. Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(6) 2018 via physician notification letter.